Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no kinks or damages. No kinks or damages identified in the polymer shaft. A microscopic examination of the distal extrusion identified that the extrusion was bunched. This bunching in the inner/wire lumen was located at 19.5cm distal from the port exchange. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon was refolded. A microscopic examination of the tip location identified that the tip was detached and the tip section was not received for analysis. Due to the tip detach and the bunching in the inner/wire lumen, it was not possible to load a 0.014inch size guidewire.

Event description:
It was reported that the guide wire could not cross normally. The 95% stenosed, 30 mm in length and 2.75 mm in diameter, with moderate tortuosity and severe calcification was located in the left anterior descending artery (lad). A 10mmx2.75mm wolverine cutting balloon was selected for was selected for percutaneous coronary intervention. During procedure, it was noted that the guide wire could not cross the guidewire cavity of the balloon normally. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable after the procedure. However, device analysis revealed that the tip was detached.